Event description:
It was reported that the patient had a tear on their modular cable and a green substance on their system controller. The patient international normalized ratio was subtherapeutic. Log files were submitted for review and captured a few no external power alarms which appeared to be due to the patient disconnecting both controller leads from power. The damage to the equipment appeared to only be cosmetic as there are no associated alarms. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer¿s investigation conclusion: the reported event of a loss of external power on the system controller (serial number: (B)(6) was confirmed via log file analysis. The reported event of fluid ingress and damage to the white power cable were confirmed via customer submitted photo. Log file data from the event date of 30aug2025 was reviewed. The log file captured both power cables being disconnected from external power, activating a no external power alarm. The alarm resolved when the system controller was reconnected to external power. This sequence of events is consistent with dual disconnect of the power leads due to user error. The backup battery supported the system during this time as intended, and there was no interruption to pump function due to the loss of external power. No indication of interruption to system function due to the damaged power cable. The system controller was not returned for analysis. The root cause of the loss of external power was determined to be caused by user error in both power cables being disconnected at the same time. The root cause of the damaged power cable was not able to be determined via this investigation. The device history records were reviewed and revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Heartmate 3 patient handbook (rev. G) section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 left ventricular assist system. These sections explain how to properly switch between power sources. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.